Manufacturer narrative:
It was reported that the surgeon waited 8 days to begin lengthening. A re-ostetomy procedure was performed on (B)(6) 2016, approximately two (2) weeks after implantation and the distal screws were replaced; however, the nail did not appear to lengthen. The nail was removed and the patient was implanted with a new precice nail without incident. To date, the patient is doing fine and no negative outcomes were reported. A DHR review revealed that the precice nail met all of the required quality inspections and was released within specifications.

Event description:
A distributor reported that a patient's precice nail does not appear to be lengthening after three (3) weeks of implantation.